Event description:
It was reported, the physician was building the geometry in an ensite case using a (B) (4) ez steer thermocool catheter. A sjm optima catheter was in the left atrium, but was not being maneuvered and a sjm livewire steerable catheter was in the coronary sinus. At the end of the geometry creation, an intracardiac echo showed fluid in the pericardial space indicating a perforation had occurred. A pericardiocentesis was performed and 500 cc of fluid was removed. The pt was then transferred to ICU. The physician stated, it was possible the perforation occurred at the beginning of the case during the second transeptal procedure using a sjm brk needle, however, the physician did not believe the event was caused by any sjm products.

Manufacturer narrative:
The device was not returned for eval and review of the device history record was not possible as the lot number is unk. The cause for the reported perforation and subsequent pericardiocentesis remain unk. The physician stated the event was not caused by any st. Jude medical products. (B) (4). (B) (4).